Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, pacer testing and final testing without duplicating the report. An internal inspection found no discrepancies. The analog board shields were replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no entries related to the pacing function. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.